Manufacturer narrative:
Mfg site eval: samples received: 1 open pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Received one open and used sample with the needle detached from the thread. A complete investigation can not be performed without closed sample(s). Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle.thread connection loose.